Event description:
It was reported that a patient underwent a procedure at th2-iliac via posterior lumbar interbody fusion (plif) surgery at l2-l3 and l3-l4 using an implant and l5-s1 using autograft. It was reported that during autografting, the cage was backed out. The cage was removed and the surgery was completed without re-inserting the cage in the l5-s.

Manufacturer narrative:
(B)(6). (B)(4). Location: hospital. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual and optical examination of the returned implant did not reveal any fracture or breakage. Plastic deformation, witness marks and material gouges were noted on one side of the implant. Dimensional evaluation of the overall dimensions confirmed conformance to print specification. Visual / optical comparison of implant to sample product did not identify any material differences in geometry, except as previously noted. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant; unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
Medical assessment: ap and lateral x-rays of lumbar tlif construct is seen, extending to the iliac crest on one side. Single spacers are seen at l3, l4 but not l5. It appears that bone quality is very poor as compression fractures are seen along the construct. I agree the l5 capstone is within the l5 body suggesting destruction of the inferior end plate of l5 during insertion. Retropulsion is equally likely whether autograft or device was used. Is this reportable? To be conservative yes because injury occurred to the l5 body during placement and that led to an alteration in surgical technique.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.